Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that there was an alert for low impedance on the atrial lead. That day, the p-wave measurement decreased and was low. Since then, the p-waves are stable and the lead impedance trend somewhat stable. However, there has been some additional measurements of low impedance. The lead is still in use. No patient complications have been reported as a result of this event.